Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: product investigation the returned alliance ii inflation syringe was analyzed, and visual, microscopic, and functional inspection was performed, and a leak was detected near the y-connector. Bond issue was also observed in that specific area. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of gauge reading inaccurate could not be confirmed. Device analysis observed that the syringe underwent visual, microscopic, and functional inspection, and a leak was detected near the y-connector. Damage was also observed in that specific area. An investigation to address this problem is in progress. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review of the alliance ii inflation syringe was completed and confirmed that the events of gauge reading inaccurate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during a procedure performed on unknown date. It was reported that air leak at the manometer level was noticed, which leads to incapacity to determine the correct pressure value and correct inflation of the dilation balloon. The procedure was completed with different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during a procedure performed on unknown date. It was reported that air leak at the manometer level was noticed, which leads to incapacity to determine the correct pressure value and correct inflation of the dilation balloon. The procedure was completed with different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.